Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a brownish foreign material which appears to be a mixture of foreign material with corrosion was found on probe cover had foreign objects, nozzle had foreign objects, adhesive around objective lens had foreign objects and adhesive on bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material remained because reprocessing couldn't be completed due to leakage at the video connector case. The event can be detected/prevented by following the instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3, preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.